Manufacturer narrative:
(B)(4). (B)(6). The device was received and an evaluation was completed. Review of the event log confirmed the iipv event. The cause of the iipv event was determined to be one or more cycles was advanced to next fill when slow or no flow occurred above the minimum drain volume threshold. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 23:21:53. During night drain cycle three, the patient's ultrafiltration reading was 1894ml, indicating the home patient (hp) drained 1894ml more than their maximum programmed fill volume of 1800ml. No additional information is available.